Event description:
A user facility's biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine displayed an ¿e.08 +24v is outside allowable range¿ error message during rinse mode. Upon follow up, the bmt said that they replaced the lp955 board, but that did not resolve the issue. They then found a burnt, brown wire on the bridge rectifier connection on the power supply. The bmt said that the power supply was the original fresenius part on the machine. That there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine has approximately 30,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the power supply, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The power supply is not available to be returned to the manufacturer for physical evaluation. No photos are available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.